Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment. The patient was transferred, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting, fse found rack and bed movement failures, and geo ipc communication issues. Fse identified that the adapter circuit board self-test failed. To resolve the issue, fse replaced the ipc adapter. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.